Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result from a patient sample run on a vitros eci immunodiagnostic system. Vitros result of 4.0 ng/ml vs 0.017 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected. The result was reported outside of the laboratory and questioned by a physician. The corrected result was reported and no allegations of patient harm were made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result from a patient sample run on a vitros eci immunodiagnostic system was observed. Root cause for the non-reproducible, higher than expected vitros troponin I es result could not be determined however the possibility that an issue with the vitros troponin I es reagent, and/or the pre-analytical sample handling had contributed to the event could not be ruled out. Given the mechanical codes that occurred during the precision test, the most likely cause of the issue is an unidentified instrument issue.